Manufacturer narrative:
Additional information was received that the patient could not charge the ipg due to placement in the body. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty aligning charger with the ipg when charging. It was noted that the ipg was implanted too deep. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty aligning charger with the ipg when charging. It was noted that the ipg was implanted too deep. The patient will undergo a revision procedure.